Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer received two intermittent catheters without gel or water gel inside the package. Stated that the catheters were dry and both were from the same box. Customer confirmed that there was no harm or impact due to the reported failure. The event occurred on (B)(6) 2022 and (B)(6) 2022. Per follow up via phone on (B)(6) 2022, customer stated that the catheter was never used, the problem was that there was no water in it.

Manufacturer narrative:
The reported event is confirmed-manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the customer received two intermittent catheters without gel or water gel inside the package. Stated that the catheters were dry and both were from the same box. Customer confirmed that there was no harm or impact due to the reported failure. The event occurred on 07jun2022 and 12jun2022. Per follow up via email on 24jun2022, customer stated that the catheter was never used, the problem was that there was no water in it.